Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillators (ICD) tachy therapy was programmed off for an unknown reason. There was no available information immediately available. An attempt to obtain additional information has been sent.

Event description:
Additional information was received that the device was intentionally turned off due to patient's deteriorating condition. There were no allegations of product performance issues from the physician's perspective.

Manufacturer narrative:
This investigation will be updated should further information be provided.